Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for degenerative disc disease and non-malignant pa in. There was a power on reset (por) message that began in (B)(6) 2017. Patient services reviewed the steps to clear the por with the patient programmer which included pressing the sync key, pressing any arrow on the navigation button, and pressing the sync key again to complete the reset. The por was successfully cleared and the patient was receiving adequate therapy. There were no patient symptoms reported and no complications reported.